Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and could not duplicate the reported problem. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 8800 system would produce an x-ray without command. No patient injury was reported.